Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic system had no cutting performance during vitrectomy surgery. The procedure was completed after replacement of product. There was no patient impact. This complaint pertains to ophthalmic system involved in the reported events.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative unable to confirm or replicate the reported events. The system was tested and found to meet product specifications. The root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. There were no relevant files opened for this investigation. A review for complaints reported against this serial number was performed. Any potentially relevant complaints were found and reviewed as part of this investigation. The system met specification. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.